Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the u/d and the r/l pulley wires fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the operation channel buckled, the air/water channel buckled, the control body corroded, the insertion flexible tube (ift) crushed, and the insertion flexible tube (ift) leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.